Event description:
On (B)(6) 2023, the patient underwent an emergent endovascular treatment for an aorto-esophageal fistula using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac). Reportedly, a tgm282810j was implanted to patient¿s descending aorta. On an unknown date in (B)(6) 2023, an exam confirmed a distal type I endoleak. On (B)(6) 2023, reintervention was performed to treat the distal type I endoleak. An additional ctag (tgmr312610j) was implanted to extend the distal end of the previously implanted tgm282810j device. Final angiography confirmed the resolution of the endoleak. The patient tolerated the procedure, and is being planned for an esophagectomy and a graft replacement. As the patient had been treated in a different facility for the initial procedure, the exact cause of the endoleak remained unknown. The reporting physician suspected that the fistula might have enlarged after the initial procedure and contributed to the endoleak.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.